Event description:
It was reported that a patient had her pump system explanted due to infection. The patient was reported to have had the following signs and symptoms of infection: fever, redness, swelling and pain. The primary location of the infection was the device pocket; the patient did not have meningitis. The patient was treated with intravenous and oral antibiotics. The pump contained "other intrathecal drugs". The patient's status was unknown at the time of report.

Manufacturer narrative:
(B)(4).